Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with thermocool smarttouch sf catheter. A temperature spike was displayed on the smartablate generator and ablation was cut off when attempting to come on ablation. The irrigation tubing had become disconnected from the stopcock partway through the procedure. The fluid would flush out of only some irrigation ports on the catheter. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-feb-2025. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and the device was found working correctly, no obstructed irrigation holes were observed. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and high temperature issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with thermocool smarttouch sf catheter and smartablate irrigation tubing set. A temperature spike was displayed on the smartablate generator and ablation was cut off when attempting to come on ablation. The irrigation tubing had become disconnected from the stopcock partway through the procedure. The fluid would flush out of only some irrigation ports on the catheter. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 19-jan-2025. The suspected device for the flow/irrigation issue was the catheter. The correct catheter settings selected on the generator. No issues with flow rate change at the start of ablation. The tubing had disconnected while the product was in use in the patient and was not immediately caught. Only upon the first application of rf energy was the error noticed as the smartablate generator immediately stopped and displayed the message "temperature too high." This led them to inspect the system and noticed the tubing had come undone and no irrigation was delivered. No error displayed on the pump, just the generator/ remote "temp too high". Steps taken to resolve the issue was upon reconnecting the tubing to the catheter, it was removed from the patient to safely purge the line of air. At this point, it was noticed that several of the irrigation holes at the tip of the catheter were occluded. A new catheter was used for the remained of the case. The "irrigation tubing had become disconnected" and the "irrigation issue occurred with the catheter which was used on patient" were assessed as MDR reportable issues. The temperature issue was assessed as non MDR reportable. Since the generator stopped delivering rf, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.